Event description:
It was reported "staff stating the securement device closest to the introducer sheath does not consistently lock the pacing wire in place and/or may require excessive force to secure". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint that the "securement device closest to the introducer sheath does not consistently lock the pacing wire in place" is not able to be confirmed. The product was not re-turned for investigation. No lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "staff stating the securement device closest to the introducer sheath does not consistently lock the pacing wire in place and/or may require excessive force to secure". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).